Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The outpatient clinic physician opted not to take laboratory specimens of the patient¿s peritoneal effluent fluid and treat the patient¿s symptoms with empiric antibiotics. The patient was diagnosed with peritonitis due to poor aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands prior to, and during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: h10, h6- conclusion code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The outpatient clinic physician opted not to take laboratory specimens of the patient¿s peritoneal effluent fluid and treat the patient¿s symptoms with empiric antibiotics. The patient was diagnosed with peritonitis due to poor aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands prior to, and during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to a poor aseptic technique during ccpd therapy as reported by a medical professional. Poor aseptic technique is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by an elevated wbc count with responsiveness to empiric antibiotic therapy with a resolution of the patient¿s symptoms. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient presented to the outpatient clinic on (B)(6)2021 with abdominal pain and cloudy peritoneal effluent fluid. The outpatient clinic physician opted not to take laboratory specimens of the patient¿s peritoneal effluent fluid and treat the patient¿s symptoms with empiric antibiotics. The patient was diagnosed with peritonitis due to poor aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wear a mask and does not wash hands prior to, and during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 1000 mg every day for three weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.